Event description:
Customer reported that five (5) discordant magnesium (mg) patient results were generated by the dimension vista 1500 system. One of the five discordant results was reported out of the laboratory. The samples were retested; a corrected report was issued to the physician for the one report that was previously released from the laboratory. There were no reports of adverse health consequences or known patient intervention due to the discordant magnesium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant magnesium result was a malfunction of the s1 mixer. The fse removed and replaced the mixer then performed a total system validation. The instrument is performing within specifications. No further evaluation of the device is required.